Event description:
Trinity revision of the biolox delta ceramic head after 1 month due to infection.

Manufacturer narrative:
Per (B)(4) initial report. Additional information including: post primary and pre revision x-rays. Operative notes (primary and revision). Did the patient follow correct post-op protocol? Did the patient experience any slips / falls or other trauma? Update on the patient post revision has been requested in order to progress with the investigation of this event and if received will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head after 1 month due to infection.

Manufacturer narrative:
Per comp (B)(4) final report. Additional information including: post primary and pre revision x-rays. Operative notes (primary and revision). Did the patient follow correct post-op protocol? Did the patient experience any slips / falls or other trauma? Update on the patient post revision. Has been requested in order to progress with the investigation of this event, however the reporter confirmed that this information could not be provided. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to this event. Based on the above, no further investigation can be conducted. Infection is a known complication with any invasion surgery and the reported device was manufactured, packed and sterilised in accordance with the relevant standards. Thus the root cause of the reported infection has not been linked to the devices and this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event